Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating out of box failure, that there is no breath alarm will not activate, unit goes into an auto pulse mode without activation.

Manufacturer narrative:
The xpo100 was returned for evaluation, and subsequent testing verified the complaint. Per the evaluation, the pcb has no alarms. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer is stating out of box failure, that there is no breath alarm will not activate, unit goes into an auto pulse mode without activation.